Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: patient was already off anesthesia and ready to be wheeled out of recovery. The suture fractured and opened the incision. Patient had to be resutured.